Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 8/11/2021. H.6. Investigation: a device history review was conducted for lot number 0078893. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the samples submitted by the facility have been reviewed. Our engineers noted that the returned samples did exhibit signs of rust, yellowed packaging, an aged sleeve stopper. Microscopic inspection of the foreign matter located on both the v-clip and the tip of the cannula were sufficient to positively identify the material as rust. Rust and the advanced aging of the sleeve stopper are consistent with exposure to a humid or oxidizing environment during transportation or storage and is unlikely to be the result of any known manufacturing processes. A review of the available retention samples for the affected lot were reviewed and found to be free of any signs of aging or oxidation. Based on this information our engineers believe that the most likely root cause is related to environmental exposure during the process of transporting or storing the device. The yellowed packaging webbing is most likely related to contact to with the residual rust that dropped from the oxidized metal inside of the packaging. H3 other text : see h.10.

Event description:
It was reported that 2 pegasus bl 22ga x 1.00in prn non-pvc experienced needle rust, and foreign matter in fluid path component. The following information was provided by the initial reporter: in lymphatic division, without opening the package, the safety valve and the needle were rusty. The prn was burst and there were black foreign bodies in the prn.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pegasus bl 22ga x 1.00in prn non-pvc experienced needle rust, and foreign matter in fluid path component. The following information was provided by the initial reporter: in lymphatic division, without opening the package, the safety valve and the needle were rusty. The prn was burst and there were black foreign bodies in the prn.